Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette and a luer transfer set disconnected during peritoneal dialysis therapy. This event occurred during drain three of four. The registered nurse stated the patient had somehow disconnected. The technical service representative assisted the registered nurse to begin therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.